Manufacturer narrative:
Initial.

Event description:
It was reported that the patient did not announce breakfast, experienced a rapid glucose rise that prompted automated insulin delivery, then developed low glucose reported at a value of 53 mg/dl, self-treated with oral carbohydrates, and later experienced a high glucose spike for which a meal announcement was entered as a correction, consistent with an improper or incorrect use procedure; no device component issue was applicable. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.